Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the medication leaked out of the bottom of the syringe. A nurse described it as the plunger did not seem snug in the barrel of the syringe, so the medication leaked out of the bottom. Multiple nurses reported leaking of medication from syringe when drawing medication from vial. They had to redraw medicines from a new vial and new syringe. There was no medical intervention required. There was no patient involvement, and no patient harm/adverse event reported.